Event description:
During an esophageal stent placement procedure, the physician used a cook endoscopy esophageal z-stent with dua anti-reflux valve. The physician placed the stent to bridge a 5 centimeter stricture in the patient's esophagus at te gastroesophageal junction. The string of the introduction system became lodged between the pushing and guiding catheter. The physician was able to dislodge the string, and stent placement was a success. Nothing had to be retrieved from the patient. No additional medical procedures were required due to this occurence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: the information provided indicated the proximal fittings of the introduction system were placed in the disengaged/separate position. Placing the introduction system in this position with the string in place is the most likely cause for the reported difficulty. The instructions for use caution the user that if the loading string becomes compressed between the pushing and guiding catheter of the introduction system, the proximal fittings should be re-engaged to free the string. Prior to distribution, all esophageal z-stents with dua anti-reflux valve are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report was unable to be verified, and may be use and/or procedure related. Customer quality assurance will continue to monitor for complaint trends.